Event description:
It was reported that during follow-up in clinic, the patient presented with p-wave amplitude sensing variation and high threshold due to potential lead dislodgement on their right atrial lead. It was later confirmed via fluoroscopy that the lead was dislodged. The lead was repositioned on (B)(6) 2022. There were no patient consequences and the patient was in stable.